Manufacturer narrative:
The user experienced severe hyperglycemia requiring ICU care after continued ilet use during a prolonged hospitalization for a leg infection and pre-surgical care while using a dexcom g7 cgm and remaining on ilet therapy during inpatient treatment. This situation can result in insufficient insulin delivery relative to increased insulin needs during acute infection and hospitalization and is consistent with the observed blood glucose elevation requiring ICU management and treatment with exogenous insulin. Engineering logs were not available at the time of review; however, a device malfunction was alleged, and available information is insufficient to determine event causality. A follow-up MDR will be submitted if additional information becomes available or if inspection of a returned device indicates otherwise.

Event description:
On 03-dec-2025 the reporter reported that on (B)(6) 2025 the user experienced hyperglycemia with blood glucose (bg) levels of approximately 600 mg/dl following inpatient treatment for a leg infection prior to surgery. The user was in the hospital where the user was treated in the intensive care unit with exogenous insulin and discharged (B)(6) 2025. No long-term health effects were reported.